Event description:
A complaint was received from distributor that an improper pouch seal was found during incoming inspection. An investigation revealed that other units could have improper seals. No patient injuries have been attributed to the complaint. It is believed only 2,240 units may have been distributed to the field. A recall is under way. Even in the absence of the recall, it is calculated that the probability of an open, undetected seal resulting in a health impact is 0.0127%. This equates to a number 3 1/2 times greater than what is believed may have been shipped for a probable health impact to occur.